Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Submitted through a medwatch "during a cementless right tha with robotic arm assistance through direct anterior approach the mako checkpoint pin broke during removal. When the pin was removed the head of the checkpoint came out and the nail portion stayed in the pelvic bone. " original case type: cementless right tha with robotic arm assistance through direct anterior approach, fluoroscopic assistance for right hip primary osteoarthritis. Update: "surgery date and procedure: (B)(6) 2019, cementless right total hip arthroplasty with robotic arm assistance through direct anterior approach, fluoroscopic assistance there was no known delay."

Manufacturer narrative:
Reported event: submitted through a medwatch "during a cementless right tha with robotic arm assistance through direct anterior approach the mako checkpoint pin broke during removal. When the pin was removed the head of the checkpoint came out and the nail portion stayed in the pelvic bone. " original case type: cementless right tha with robotic arm assistance through direct anterior approach, fluoroscopic assistance for right hip primary osteoarthritis. Update: "surgery date and procedure: (B)(6) 2019, cementless right total hip arthroplasty with robotic arm assistance through direct anterior approach, fluoroscopic assistance there was no known delay." Product evaluation and results: as per the image provided in the communication log the broken checkpoint cannot be determined.also the device has not been returned for further investigation. Product history review: review of the device history records could not be conducted as the lot number is not provided. Complaint history review: complaint history review was not conducted as lot number is not provided. Conclusions: the failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that there have been no nc¿s associated with the product and failure mode reported in this event h3 other text : device not returned.

Event description:
Submitted through a medwatch "during a cementless right tha with robotic arm assistance through direct anterior approach the mako checkpoint pin broke during removal. When the pin was removed the head of the checkpoint came out and the nail portion stayed in the pelvic bone. " original case type: cementless right tha with robotic arm assistance through direct anterior approach, fluoroscopic assistance for right hip primary osteoarthri tis. Update: "¿ surgery date and procedure: (B)(6) 2019 , cementless right total hip arthroplast y with robotic arm assistance through direct anterior approach, fluoroscopi c assistance ¿ there was no known delay."